Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (400 mg/dl). Customer reported taking pain medication and believed this may have been the cause. An insulin injection was administered and bg level improved to 160 mg/dl which was acceptable to the customer.